Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon interrogation a check lead message appeared. Further review found that the defibrillator and right ventricular (rv) lead exhibited two high out of range shock impedance measurements. Review of other lead measurements found appropriate threshold measurements, no noise and fluctuating pacing impedance measurements from 796 to 1116 ohms with no spikes. Isometrics did not produce any noise or out of range measurements. Boston scientific technical services (ts) was contacted and discussed troubleshooting options. No further information was available and no adverse patient effects were reported.